Event description:
While performing tests back-to-back around 10 pm on (B)(6) 2013, pt was getting various readings. Pt wasn't feeling well, couldn't focus, and began to sweat. She yelled for help. Her husband drove her to the hospital where their meter's reading came back at 111 mg/dl. She was in the emergency for 30 minutes and was discharged w/out treatment. Pt stated normal reading is around 150 mg/dl in the mornings and 60-100 mg/dl during the day. Customer only had the prodigy meter for a week. Troubleshooting couldn't be done on the phone as pt had no control solution (cs). Prodigy sent a replacement meter and new cs, as well as a pre-paid return envelope for returning the reported product. Product was not returned. A follow-up call ended up with the pt not knowing where the meter was. She has no intention of looking for it.